Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient's inflammation levels increased and there was a suspicion of peritonitis or intestinal perforation. On an unreported date, the doctor reported that the patient had a bowel perforation. A new intestinal tube was placed during endoscopy for this reason, and the perforation was clipped. The patient received unknown intravenous antibiotics due to the bowel perforation. The treating doctors did not associate the perforation with the intestinal tube. Instead, they considered a possible handling error during placement by the doctors themselves. However, no specific accusations were made. On (B)(6) 2025, it was reported that the bowel perforation healed, the patient received tazobac three times daily as an antibiotic until (B)(6) 2025. The duodopa pump was running during this time with the dosages stored in the system.